Event description:
Customer reported that she had excessive bleeding at the sensor insertion site and had to remove the sensor. Customer stated that she follows the instructions for bleeding on the website; she applied pressure for three minutes but bleeding did not stop. Customer reported that the site is not actively bleeding and she does not see signs of infection. Current blood glucose 63 mg/dl; customer treated with food ingestion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensors were inspected. The introducer needles were not returned. Analysis is not required as the customer did not return the insertion needle.